Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the data could not be transmitted from device to merlin.net. The confirm was not connecting to merlin mobile application. The cause of the issue was not determined. No patient consequences were reported.